Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing a stent delivery system (sds) through an introducer sheath may be caused by, but not limited to, interaction with accessory devices, interaction with the lesion, flared stent struts, tortuous anatomy, or heavy calcifications. In this case, it may be possible that the distal end of sheath was located in tortuous location of the vessel, causing interaction with the stent and sheath during withdrawal. Reportedly, as a result of the interaction, the stent moved distally on the balloon requiring the sds to be advanced back to the target lesion and deployed; a second stent was used to fully cover the lesion. Because it was reported that the omnilink was being used to treat the iliac artery, it should be noted that the instruction for use (IFU) states: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the use of the omnilink in the iliac caused or contributed to the difficulty. Overall, a conclusive cause for the difficulty removing the omnilink through the introducer sheath could not be determined. However, there is no indication to suggest a product quality deficiency. All stent delivery systems are visually inspected for proper stent placement and stent damage, and are dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing.

Event description:
It was reported that during an interventional contralateral iliac stenting procedure, the omnilink stent delivery system (sds) was advanced to the lesion but the physician decided a longer size stent was needed for the lesion. During retracting the sds the stent caught on the sheath and the stent was moved on the balloon. The physician advanced the sds back to the target lesion and deployed the stent without issue. A second stent was used to fully cover the lesion. There was no reported adverse patient effect. No additional informaton was provided.